Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range pacing impedance measurement. Slight noise was also observed on the rate/sense channel but was not sensed by the device. The patient was brought into clinic and tachy therapy was electively programmed off. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead and device remain implanted without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.